Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was received with currents in spec. No unexpected battery out limit. The pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. No moisture damage on electronic assembly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, and moisture damage. The customer stated the numbers on their keypad were not scrolling. Customer's blood glucose was 145 mg/dl at the time of the call. The customer states the insulin pump was exposed to water. After exposure the up and down arrow were getting stuck. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.